Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were received for evaluation. Evaluation status: 1 events were confirmed during testing; 1 device was found to be affected by a missing bearing; 3 device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach. The 3 events had no patient involvement; no patient impact. The 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: h10 4 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were received.   Evaluation status confirmed 3 reported events were confirmed during testing. - 2 devices were found to be affected by missing components. - 1 device was found to be affected by a separated front housing.   Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.